Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their trial system removed after only two days because they thought the wire had moved. It was ¿good¿ the first day but it ¿wasn¿t doing it on the right side¿ on the second day. The patient noted that since the first day was good that they wanted to proceed with implant but had to speak with their health care provider (hcp). They were still in pain after the trial but it was not from the trial, it was from before the trial.